Event description:
The customer went to the hosp because they obtained high blood glucose results on the device. The device read 546 and 536 mg/dl. Spouse had called the dr and was instructed to give 5 units of insulin. At the hosp glucose was 284 mg/dl. Given unk IV fluids and observed for forty-eight hours. Had also been admitted to the hosp eariler. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.